Event description:
The company was informed that the patient refused to wear the external equipment due to discomfort. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Surgery to explant the patient's device is under consideration.